Manufacturer narrative:
The reported event that during the insertion of a locking screw axsos 3 ti 4.0mm / l44mm into a proximal lateral humerus plate axsos 3 ti for right humerus 3 hole / l86mm, a noise heard and the screw did not lock, and a 2nd locking screw axsos 3 ti 4.0mm / l44mm was used but did not lock either, could not be confirmed, since only one the reported screws was returned for evaluation and the reported failure mode could not be reproduced. The inspection of the received locking screw axsos 3 ti 4.0mm / l44mm revealed that the screw is intact, but the head and the hexagon have scratched surfaces. Also, the threads, just below the head, are slightly deformed. A functional inspection inserting the reported ¿locking screw axsos 3 ti 4.0mm/l44mm¿ in a hole of a compatible plate revealed that the screw can be locked successfully in the plate without any malfunctions. The reported locking screw axsos 3 ti 4.0mm / l44mm with cat # 661044, was used in combination with a proximal lateral humerus plate axsos 3 ti for right humerus 3 hole/86mm with cat # 627233, which is correct. As per op. Tech. (Axsos3_plh_optech_2017-13468): according to the sps titanium axsos 3 titanium compatibility chart, the locking screws axsos 3 ti 4.0mm with cat # 661014_-095 are compatible with the following axsos 3 ti 4mm: [&] cat # 627203_-250 (proximal lateral humerus plates). It was also reported that the screw was inserted without a power tool and without the use of a torque limiter. As per op. Tech. (Axsos3_plh_optech_2017-13468): always perform final tightening by hand using the torque limiter ((B)(4)) in combination with a screwdriver bit t15 (ref (B)(4)) and the t-handle (ref (B)(4)). This helps to prevent over-tightening of locking screws, and also ensures that these screws are tightened to a torque of 2.5nm. The device will click when the torque reaches 2.5nm. Ensure that the screwdriver tip is fully seated in the screw head, and do not angulate the screwdriver. It is best to insert the screw manually to ensure proper alignment in the core hole which aligns the screw so it locks properly after being fully advanced. It is recommended to start inserting the screw using the three finger technique on the teardrop handle. Locking screws should be aligned perpendicular to the plate/hole. If the locking screw head does not immediately engage the plate thread, reverse the screw and re-insert the screw once it is properly aligned. Use low speed only and do not apply axial pressure if power screw insertion is selected. Stop power insertion approximately 1cm before engaging the screw head in the plate. Power may negatively affect final screw insertion, and if used improperly, may damage the screw/plate interface (screw jamming). It is advisable to tap hard (dense) cortical bone before inserting a locking screw.'' A deviation from the proper usage instructions, could definitely lead to a compromise of the locking capabilities of the system and to unexpected noises during the insertion. As per IFU ((B)(4)), ''ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. Please remember that product systems may be subject to alterations that affect the compatibility of the implant with other implants or with instruments. Based on investigation, the root cause was attributed to a user related issue due to a mishandling of the device. A review of the device history for the reported locking screw axsos 3 ti 4.0mm / l44mm did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Heard an something noise during inserting the screw into the plate, and the screw did not lock. Inserted another locking screw, but did not lock.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Heard an something noise during inserting the screw into the plate, and the screw did not lock. Inserted another locking screw, but did not lock.